Manufacturer narrative:
This report is filed (B)(6) 2016.

Event description:
Per the clinic, the device was explanted (date not reported) due to non-use of the device. It is unknown whether the patient was reimplanted with a new device. Additional information has been requested but has not been made available as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
This report is filed april 29, 2016.